Event description:
It was reported the patient addressed discomfort at the ipg site, as such. Surgical intervention was undertaken during which the ipg was relocated and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.